Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced syringe sizer, front cover, rear case, left & right iui connector, shaft seal, barrel clamp, latch module, and lens indicator. Performed calibration. A review of the device history record showed the device had a manufacture date of 30 mar 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 (B)(4) for plunger force fail which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failed preventive maintenance of the assy bkt clp sizer snsr syr/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2018-0151 for syr sizer. CAPA #: 1604765 for syr rear case.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.